Manufacturer narrative:
Additional information was received from the physician that outlined the details and outcome. The summary follows: 18h45: septic shock, blood pressure (measured invasively) (pas) = 123/64 (in a catheter d femoral), heart rate (fc) = 123 with noradrenalin 1mg/h. The systolic arterial pressure goes down from 94 (19h03) to 71 (19h57) despite the increased dose of noradrenalin (2 then 5 mg/h) and the vascular filling (1000 ml of gelofusine). 20h04: blood pressure = 41/15, heart rate = 150 to 170, acute respiratory failure (spo2 = 86% o2) leading to a rapid sequence intubation (ketamine + celocurine), blood pressure = 38/17, heart rate = 170 at 20h15. 20h18 : non invasive blood pressure (pni) : 180/125 mm hg. 20h35 : catheter change (femoral g). 20h42 : blood pressure (pas) = 39/22 mm hg with a new catheter (new dpt housing). 20h53 : new cable connected (so pdm module disconnected) : blood pressure = 155/99 mm hg, non invasive blood pressure (pni) = 174/104. Major consequences: hemodynamic pulmonary edema with acute respiratory failure requiring endotracheal intubation in emergency. Myocardial infarction with troponin < 0,012 at the beginning, then 4,03 at 0h06 on 29/01 then 2,1 at 6h19, then 3,69 at 12h59 then 10,4 at 18h10. The product was not returned; it was discarded at the hospital. A review of the manufacturing records could not be done without a lot number. The complaint could not be confirmed without a product return, nor could potential contributing factors be identified. No actions will be taken at this time.

Event description:
The report indicated that "the values of a patient's blood pressure fell gradually leading to gradually increasing doses of catecholamine (noradrenalin) and to perform vascular filling. The patient had pulmonary edema and required intubation. Blood pressure control was then used to reverse the digits of invasive blood pressure even though the installation of a new catheter also gave outrageous values. The change of cable connection between the dpt housing and the patient monitor has permitted to get consistent values. The cable was tested (in y mode on another patient) and showed no abnormalities".